Event description:
A caller reported an error identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the caller successfully started a new sensor session without further errors.